Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age/dob, and weight are not available. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, a patient underwent an initial open reduction internal fixation surgery for a fractured proximal phalanx on the left hand. With the plate in place, the surgeon used a 1.0mm drill bit for the first hole. After pulling the drill bit out and measuring with the depth gage, he realized that he had not drilled far enough. When he went to re-drill the hole, it was noted that the drill bit was approximately 2 to 3mm shorter than when he began the procedure. The fragment was found via c-arm fluoroscopy and was left implanted in the patient. The surgeon then drilled a new hole with a different drill bit and the same thing happened again, leaving approximately a 4 to 5mm fragment in the patient. It was confirmed via c-arm fluoroscopy that the breakage was not due to the drill bit hitting against the first fragment. The surgeon switched from using the variable angle locking hand system to the titanium modular hand set and was able to successfully complete the implantation of one plate and six screws. It was reported that the original holes were implanted with screws and c-arm views confirmed that the two implanted fragments were not impairing the screws. There was approximately a 4 to 5 minute surgical delay due to the two issues. The remainder of the procedure was completed successfully. Patient outcome reported as stable. Concomitant device: locking plate (part # unknown, lot # unknown, quantity # 1). This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: september 17, 2015. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was performed for the complained device (1.0mm drill bit/mqc for threaded hole/61mm, part number 03.130.102, lot number f-18587). The returned subject device is used in the next generation hand system / variable angle locking hand system intended for fragment-specific fracture fixation with variable angle locking and locking technology per technique guide. The drill bit is used to predrill for 1.3mm screws meant to be inserted into a threaded hole in a plate. The bits were returned with their tips broken off and were sent for manufacturing investigations. The returned 61mm ø1.0mm drill bits (03.130.102, f-18587) were manufactured on 17sep15 and drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The device was forwarded to the supplier sphinx ag for investigation and the complaint condition was confirmed. The received investigation documents confirm correct raw material stainless steel as per din 1.4112. The hardness and dimensions were checked and found to meet the specifications as per valid drawing. The pre-delivery inspection measurement report approves correct dimensions. No manufacturing related issue was identified and/or confirmed. The complaint condition was confirmed but no manufacturing related issue was identified and/or confirmed. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. It is likely that the complaint condition occurred due to the bits being exposed to excessive forces and/or mishandling during the subject procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.